Manufacturer narrative:
A product investigation was completed: it was reported that two dhs/dcs guide shafts (338.23 lots 9825986 and 7948013) were found to have twisted distal tabs which inhibited the implantation of the dhs plate over the implanted lag screw. The procedure was able to be completed after a ten minute surgical delay. The returned devices were examined and the complaint condition was able to be confirmed in each instance as the distal tabs were found to be deformed. No definitive root cause was able to be determined; however the failure mode is typically associated with the application of excessive torsional force. Per the technique guide, the dhs/dcs guide shaft (338.23) is utilized within the dhs/dcs dynamic hip and condylar screw system which is indicated for treatment of intertrochanteric, subtrochanteric and basilar neck fractures. The guide shaft is specifically utilized as a component of the assembly used for lag screw insertion. A proper instruction for instrument assembly and technique is noted in the system technique guide. Relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instruments lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: when the surgeon tried to slide the dynamic hip system (dhs) pate onto the lag screw and onto the femur, she couldn't get it seated after using the impactor. She inspected the instruments and noticed the flats of the dhs guide shaft with flats were bent. A second set was opened and the guide shaft was also bent. There was a reported ten minute surgical delay. The surgeon managed to complete the case but had to extend her incision. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: june 18, 2015. Part 338.23, lot 9825986 (non-sterile) - dhs/dcs guide shaft with flats. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: dhs plate (part unknown, lot unknown, quantity 1); lag screw (part unknown, lot unknown, quantity 1); impactor (part unknown, lot unknown, quantity 1).